Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Both battery and power management board were replaced to resolve the reported issue.

Event description:
The hospital reported that, screen flickers when on mains power. No battery back up symbol was shown on screen. There was no reported patient involvement.